Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized and emergency medical services were called due to high blood glucose. The customer's blood glucose was around 900 mg/dl at the time of the incident. The customer stated that they gave her insulin to bring down the high blood glucose. The date of the emergency call was (B)(6) 2014. Troubleshooting did not occur. The insulin pump will not be returned for analysis.